Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 18 (max take-up revolution exceeded) and (ua) 42 (force overload tripped) error messages were not confirmed during the archive review or the initial functional testing. The autopulse platform worked as intended. Based on the archive, the error messages occurred during the reported event were user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) and (ua) 44 (battery voltage too low during compression) and were cleared by the user. The possible root cause of the (ua) 45 was the driveshaft being not at home position and (ua) 44 was due to the depleted or bad battery. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The (ua) 44 indicates the battery voltage dropped below 20v during compression, to clear the error message, replace the battery. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional test without any fault or error, the customer reported (ua) 18, (ua) 42 errors, and observed in the archive (ua) 45 and (ua) 44 errors were not duplicated during the functional testing.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 18 (max take-up revolution exceeded) and (ua) 42 (force overload tripped) error messages. No patient involvement.